Event description:
It was reported that during an unknown procedure the scalpel could not be activated. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.